Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose reading was 406 mg/dl. The customer treated with the insulin pump. The customer stated that the insulin pump was having issues connecting a sensor and was advised that when the blood glucose is over 400 the insulin pump will not prompt for the sensor to be updated. The customer was advised to wait for the blood glucose to be within normal range to update the sensor.